Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Revision of tibia component was performed due to loosening.

Manufacturer narrative:
(B)(4).